Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to company acceptance criteria. The root cause cannot be determined. (B)(4).

Event description:
A surgeon reported that a pt was undergoing vitrectomy for uvitis and vitreous clouding. After the infusion was turned on, fluid infused under the choroid, and a choroidal detachment occurred from 5 o'clock to 9 o'clock. When the infusion needle was removed from the trocar cannula, the trocar cannula detached from the hub, and only the hub remained on the eye. The trocar cannula was replaced with another one and the surgeon tried to insert the infusion needle, but it would not insert into the trocar cannula. Then he found the tip of the trocar remains on the infusion cannula. The surgeon reported that rhegmatogenous retinal detachment occurred because hypotony continued for about 20 minutes, and the vitrectomy could not be started. The surgery was finished with silicone oil tamponade, although the retina was not expanded enough. The surgery time was limited to one hour because of the pt's age.